Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 failed and was not detected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers in rows d and e were not detected on the bus due to loose connections. A field service engineer pressed down on the tray connections, performed a shutdown, waited for a few minutes, and restarted the station. The engineer then used the hardware test application (hta) to reinsert the pockets and restarted the main application. The repair was verified as all pockets were detected with no failures, and the nurse tested successfully. The system functioned as intended after the field service engineer repaired the device.